Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to the prosthesis was too small. All the components but the reservoir were explanted. A new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.